Event description:
A distributor in china on behalf of a healthcare facility reported that the tubing of an opt316 optiflow junior infant nasal cannula was detached from the cannula end during use on a patient. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Method: the subject device, opt316 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is thus based on the information and photography provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the provided photography confirmed that one of the tubes was detached from the cannula. Additionally, it was observed that part of the connector (swivel grip) was missing. The setup shown in the photograph indicated that the cannula was connected to a breathing circuit other than the f&p rt330 circuit recommended in the user instructions. Conclusion: based on the visual inspection of the provided photography and our knowledge of the product, it is most likely that the reported event resulted from the device being subjected to excessive force. The missing part in the connector may have been removed to enable connection to a breathing circuit other than the one recommended in the user instructions. As part of the manufacturing process, all optiflow junior nasal cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube. - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Additionally, the user instructions also state the compatible circuits that can be used with the opt316 optiflow junior nasal cannula: mr850 humidifier with rt330 delivery tubing and chamber kit. Airvo 2/ myairvo2 humidifier with 900pt531 tubing and chamber kit.